Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is receiving inadequate stimulation. An impedance check revealed high impedance on several contacts. Reprogramming was unable to provide resolution. As a result, the patient may undergo surgical intervention.